Event description:
A patient stated that the night before there was a leak in the cassette module. There is no sample. No report of patient ill effect.

Manufacturer narrative:
No sample was returned for evaluation. Event date to be trended per quality data analysis procedure.